Event description:
The manufacturer received information alleging a ventilator inoperative alarm condition occurred and the device failed an active exhalation verification test step during testing. There was no harm or injury reported. The device was not in patient use. The device was evaluated by the manufacturer's field service engineer onsite, and the customer's complaint was confirmed. The device's system board needs to be replaced to address the ventilator inoperative issue and the three-way solenoid valve and proportional valve need to be replaced to address the failed test issue. A final report is being sent. If additional information becomes available a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred and the device failed an active exhalation verification test step during testing. There was no harm or injury reported. The device was not in patient use. The device was evaluated by the manufacturer's field service engineer onsite, and the customer's complaint was confirmed. The device's system board needs to be replaced to address the ventilator inoperative issue and the three-way solenoid valve and proportional valve need to be replaced to address the failed test issue. The components were returned to the manufacturer's product investigation laboratory (pil) for evaluation. The system board was tested, and no malfunction of the component was observed. The ventilator inoperative alarm was not duplicated. The test failure issue is being investigated. The solenoid valve and proportional valve do not require further investigation at this time.